Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Information received from medwatch# (B)(4). The patient was enrolled in the (B)(6) clinical trial, and was randomized to the bare platinum treatment arm. Treatment of an unruptured aneurysm located in the supraclinoid segment of the right ica (internal carotid artery). On (B)(6) 2013, the patient underwent coiling embolization treatment. During the procedure, a portion of the second implant coil became trapped within a small daughter lobe as it was being advanced in th aneurysm. Upon further advancement of the coil, the daughter lobe ruptured. Bleeding was rapidly controlled with the inflation of a balloon, insertion of additional coils, reversal of anticoagulation, and blood pressure control. A third cranial nerve palsy developed after the procedure likely related to both inflammation from intraprocedural rupture and mass effect from the coils. The intraprocedural rupture and the development of the third cranial nerve palsy were reported as serious adverse events which resulted in permanent impairment of a body structure or body function and required in subject hospitalization or prolongation of existing hospitalization.

Manufacturer narrative:
(B)(4).